Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v517493, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v517493, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 260860001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The health care professional (hcp) reported that the patient presented to the emergency room and stated his device was not working and they wanted it to be reprogrammed. The patient stated that the device never really worked since a recent implant 3 weeks ago. The indication-for-use (IFU) was dystonia. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.